Manufacturer narrative:
A2: sex: male, age: 80 . Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092, manufacturing site: 3005778470.

Event description:
Consumer reports the "coude tip is not properly aligned with the ridge on the funnel and have caused him multiple bleeding episodes." He states he started cathing "only for the last 2- 3 months for retention from bph 4 x day and has used this product for that time. He states "he has never found one that is spot on" that he has ever used from multiple boxes that has the coude tip aligning perfectly with the ridge on the funnel before use. He said some are off "just a little" and others it is misaligned - "tip off to the right or left as much as 90 degrees" from the notch on funnel. He feels this is a manufacturing defect with the product itself. He said he was taught proper coude tip insertion. He is aware to keep tip upwards and keeps watch of the ridge on funnel with insertion to keep tip upwards as it goes in. He preps these per IFU but then also applies extra surgilube lube to catheter as advised by his md. He inserts them properly he said, straightening out s curves in male anatomy with insertion. With this catheter he said sometimes it is off by a lot, "like 90 degrees" so when that tip inside will be tilted to the right or left and scrape him internally causing immediate bleeding with use. He said he has no trouble getting them in, saying it "goes in no problem" but has experienced bleeding he said due to this defect. He said about a month ago he bled with use of one so much the bleeding lasted for a day and night. It was severe so he went to ER and was admitted a 1 night overnight stay in the hospital for bladder irrigation and had to wear a foley catheter afterwards for a few days. He said last week he had 2 instances of bleeding to a lesser extent due to defect. He said he was able to follows the instructions given to him by his md to push plenty of fluids to flush him out and bleeding did stop by doing this. He said his urine looked like the color of red kool-aid and lasted a day before getting it to stop. His 2 instances were about 4-5 days apart last week. He is not bleeding now. He does take warfarin daily as well as a blood thinner. He said he has to look at the product ahead of time, take into account the margin of misalignment with notch on funnel to keep that coude tip upwards inside so it does not scrape him." Consumer was advised not continue using a product he feels is all defective.